Manufacturer narrative:
(Internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to obtain more information from the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer stated that she had gone to the hospital on (B)(6) 2017 due to result on the meter reading high with no symptoms. Her blood sugar was high but not as high as the meter was giving. Customer stated that she had obtained a result of 466 mg/dl using the relion sk meter; it was not specified if result was fasting or non-fasting. Customer stated her blood glucose result when at the emergency room was 253 mg/dl (was not stated if tests were performed back to back). She was given insulin to bring her sugar down and she was released on the same days. The customer did not have meter with her at time of call to provide further information. At the time of the call on (B)(6) 2017, the customer felt well and did not report any symptoms. During the call on (B)(6) 2017 a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/19/2019 and open vial date is month of august 2017. The meter memory was not reviewed for previous test result history.